Event description:
It was reported that the conic tip of the device was fissured. The user placed another device. No consequence for the patient.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.